Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was decreasing. Concomitant medical products: 310c33 tissue valve, implanted: (B)(6) 2017.

Event description:
It was reported that there was a right atrial (ra) lead warning due to a drop to low impedance, following a mitral valve replacement and maze procedure. It was also noted there was p-wave undersensing with the lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.